Event description:
It was reported that (1) device was used during a laparoscopic sigma. It was reported by the affiliate that the lcs15 had no function (no details). Another device was used to complete the case. There was no consequence to the pt.